Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the he had a small crack on the face of the pump. Customer was loading a chest into a vehicle. Customer stumbled when he was carrying a box and leaned up against the vehicle. Customer believes that is when the crack occurred. Customer's blood glucose was 120 mg/dl at the time of the incident. Customer stated that the damage was about an inch and a half long in the lower right hand corner. Customer stated that the crack extends diagonally up and to the left and goes right through the time. Customer just changed out his infusion set and sensor. Customer mentioned that he had a low blood glucose yesterday in the 60's mg/dl. Customer waited awhile and his blood glucose went back up. Customer treated by eating a glucose bar. Customer stated that the low was due to his physical activity and because he missed his snacks. Customer declined troubleshooting for the low. The pump will need to be replaced and customer was advised to revert to a back-up plan.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.